Event description:
It was reported that after implant of the insertable cardiac monitor (icm), the device failed to be interrogated via bluetooth low energy (ble). Magnet was applied to the device, which allowed for successful interrogation. No further intervention was performed. The patient was in stable condition throughout.